Event description:
It was reported that the device longevity "feels a little short." The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the physician questioned the longevity performance given the programmed settings and therapy usage. The device was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. Products: 5076-52 lead implanted: (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was included in a field action, but product analysis found that the device did not perform as described in the field action. Evaluation summary: analysis of the device memory showed the battery indicator signifying that the time is approaching for device replacement. The device met 92% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.